Manufacturer narrative:
.

Event description:
It was reported that during a routine device change out procedure, the pulse generator went into backup vvi operation after suspected electrocautery interaction. The device was explanted and replaced. The patient did not suffer any adverse event or complications.